Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet touchscreen became unresponsive at the press-and-hold screen, preventing the user from pressing ¿yes¿ to proceed. The user confirmed there were no cracks on the screen. Firmware was confirmed up to date. A replacement was arranged. No symptoms, external assistance, or medical intervention occurred.